Event description:
It was reported that the patient did not have nighttime symptom relief during the trial period. The patient had great success for the first three days with the trial and saw 100% relief until the lead wire moved. The patient¿s doctor told the patient she would be a good candidate for the permanent implant based on the trial results.

Event description:
Additional information received reported that the health care provider (hcp) who did the patient¿s trial had a hard time implanting the lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).